Event description:
A complaint was received reporting of a high reading with the adc device. A sensor reading of 94 mg/dl was obtained as compared to a built-in meter result of 'lo' (< 20 mg/dl). The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer experienced a lack of strength and looked pale, and was provided a glass of orange juice by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.